Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the meter programmed a bolus of 0 units every four minutes without intervention from the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 05/16/2016. Device evaluation: the meter remote has been returned and evaluated by product analysis on 04/25/2016 with the following findings: animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release. During testing, the meter remote powered on properly and successfully paired with a test pump. The meter was exercised for 24 hours while paired with the test pump, and no 0 unit bolus programs were observed. None of the meter buttons were observed to be hypersensitive to user presses. The complaint was not duplicated, and no defect was found.